Manufacturer narrative:
(B)(4). S/w version = 4.11d retainer ring = clear case type = ngp customer returned pump for experiencing high bg with no allegation of device deficiency on 28-jan-2019. Unit passed displacement accuracy test, active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked retainer, pillowing keypad overlay and keypad overlay texture damage. Pump passed functional testing and no device problems were found. Unable to verify customer's high bg complaint. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a high blood glucose level. The customer¿s current blood glucose value was 260 mg/dl. Customer current blood glucose level was 260 mg/dl. The customer did not provide information about symptoms of low blood glucose value. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer perform high pressure test and it was passed. Troubleshooting was performed. No further patient complications were reported. The insulin pump was returned for analysis.